Event description:
The item used for this surgery on (B)(6) 2012 had expired on (B)(6) 2012.

Manufacturer narrative:
The device was not available, however a review of the sample labels attached to the DHR indicated that the label was correct and compliant and indicated the expiry date of the product was (B)(4) 2012. The reported devices were manufactured and accepted into final stock with no reported discrepancies. The chr indicated that there were no similar events for the reported lot. The investigation concluded that there were no manufacturing related issues associated with the event. The root cause of the event is multi-factorial in that the end user did not read the label and identify that the product was expired, and, the distribution site failed to remove the device from the hospital before it expired.

Event description:
The item used for this surgery on (B)(6) 2012, had expired on 31 july 2012.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device implanted.